Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 16 16 mm distal dia. 160 mm length. Concomitant medical products: item# 00801803202, femoral head sterile product do not resterilize 12/14 taper, lot# unknown. Item#00620005420, shell porous with holes 54 mm o.d., lot# unknown. Item#00631005032, liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04765.

Event description:
It was reported that patient underwent initial left total hip arthroplasty approximately 7 years ago. Patient underwent revision approximately 6 years post implantation due to elevated ion levels, pain. During revision procedure, surgeon noted significant amounts of necrotic debris with suspected metallosis and trunnions. Attempts were made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.